Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system log files were checked but unable to verify the issue due to the missing timeframe of the logs. As a part of troubleshooting, the fse reloaded the suite pc software and performed the back up. After which, the system was returned to use in good working order. To date, no further recurrence of this issue has been reported to philips. The codes were updated based on the investigation outcome.